Manufacturer narrative:
H6-clinical code 4581:iris atrophy. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -6.00/2.00/082 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Iris atrophy was reported. The patient is completely asymptomatic; pio and visual acuity is perfect. The lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - corrected to : required intervention to prevent permanent impairment/damage in the initial MDR. H1- corrected to : serious injury in the initial MDR. Claim # (B)(4).